Manufacturer narrative:
H11: additional manufacturer narrative: evaluation of suspect device was completed; however, the reported event is pending additional investigation and historical record review. A supplemental report will be submitted in a timely manner once the full investigation has been completed. Per evaluation of device, customer report of balloon burst was confirmed. Device was returned with visible traces of blood. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. Aortic root pressure lumen was found to be occluded with blood. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an icf100 balloon burst/tore near the end of procedure during closing of atrium. The device was prepared as per IFU and was inflated prior to use and completely collapsed when inserting the device. The syringe supplied by edwards was used to inflate the balloon. No abnormality was noted during preparation of the device. Initial volume introduced for occlusion was 45cc and an additional 2-4 cc was required to maintain occlusion. The balloon pressure was measured by transducer. No missing material was noted after the device was removed the balloon pressure was noted to be 425mmhg at the time of the balloon burst/tear and had been inflated for approximately 4 hours. No patient factors were noted that may have contributed to the balloon burst/tear. The size of the patient's aorta was reported to be 45mm. The patient was reported to be doing good with no injury caused due to the incident. And the procedure was completed successfully. The device operator was reported to be experienced.this is the second reported incident from the same site. A picture of the device was provided and the device is available for return.

Manufacturer narrative:
Device evaluation anticipated, but the suspect device has not yet been evaluated. The reported event is pending further investigation. A supplemental report will be submitted in a timely manner once the investigation has been completed or new information becomes available. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections g3, g6, h2, h6 (type, findings, and conclusion codes), h11 comments added h3 yes selected. A DHR review was unable to be performed as the lot number of the subject device was not provided. An image of the device was provided, and the subject device was returned for evaluation. Per imaging evaluation, one image was reviewed. Report of balloon burst was confirmed. The image shows a ruptured icf100 balloon with traces of blood. No other visual inconsistencies were noted. Per product evaluation, customer report of balloon burst was confirmed. Device was returned with visible traces of blood. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. Aortic root pressure lumen was found to be occluded with blood. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found. Photos attached by complaint handler appeared consistent with lab findings. Per information communicated by the supplier, a 100% leak test is executed during manufacturing of the devices. Also, the devices are tested on balloon stability pressure for 6 hours as part of lot release testing. Based on the information available, the complaint of balloon rupture was confirmed. It was reported that initial volume of 45cc was introduced in the balloon to achieve occlusion, followed by an additional 2-4cc. The instructions for use state 'do not exceed maximum inflation volume of 40 ml as balloon burst may occur.' Additionally, for an aorta size of 45mm, a volume of 35 cc should have been introduced per instructions for use compliance chart. The most likely cause of the balloon burst is over-inflation of the balloon which caused material stretching, causing the balloon to break. An edwards/supplier defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.